Event description:
Reporter indicated a vns (B) (4) computer was not performing as intended. Troubleshooting with another vns computer and wand revealed the (B) (4) was not receiving data. No error messages were noted other than "retry". Reseating the flashcard did not resolve the issue. The (B) (4) was also fully charged. The (B) (4) computer and flashcard have been returned and are currently in product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.